Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin delivery on the ilet, fell asleep, and later awoke with elevated blood glucose, after which the user manually resumed insulin delivery. The user was informed that the pause feature requires manual resumption of insulin delivery and that the device provides a notification when the pause time ends. Symptoms included hyperglycemia without reported ketone testing, without alerts for prolonged hyperglycemia, and without associated clinical symptoms. Outcomes included no need for assistance, no medical intervention, and no hospitalization. An investigation was conducted which included case review and user troubleshooting with education on the resume insulin reminder feature. Investigation of the case revealed no device malfunction and suggested user-related interruption of insulin delivery due to use of the pause function requiring manual resumption. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.